Event description:
Approximately 3 years after primary gore excluder bifurcated endosprosthesis implantation, this pt underwent a secondary procedure to resolve an enlarging aneursym. In the secondary procedure, a talent aortouniiliac prothesis was implanted to reline the gore excluder bifurcated endoprosthesis. This was accomplished successfully and the pt is currently doing well.